Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and appeared to be at 2mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp. It was questioned whether the valve may have been high at -2mm on the ncc and 0mm on the lcc but the decision was made to continue deployment. After full deployment of the valve, angiographic assessment revealed the valve was too high on the ncc and the lcc with moderate paravalvular leak (pvl). An 18fr non-medtronic sheath was inserted and a post balloon aortic valvuloplasty (bav) was performed for 3 seconds using a 30mm balloon expanding the frame. The bav did not change the depth of the valve and mild-moderate pvl remained. Following the removal of 18fr sheath and the insertion of a 20fr non-medtronic sheath, a second valve (b953704) was successfully implanted valve in valve. The pvl reduced to mild. No additional adverse patient effects were reported.